Event description:
The complainant reported that the impella aic displayed a control error message. There was no report of patient involvement.

Manufacturer narrative:
The investigation for the reported controller error issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the cause of the aic issue was a defective pbm board.